Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The day following implant, ineffective stimulations and an increase of threshold was noted. The lead was repositioned and hospitalization was extended as a result. The patient is in good condition following the event.